Event description:
The doctor indicated that the patient returned to the dental practice with a fractured zi-real abutment, part of abutment and screw was removed from the implant at that time. It was also reported that the patient did not suffer an injury or infection.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, found that the ceramic has broken off, therefore does not function within required manufacturing specification. This was likely caused by improperly torqued component or parafunctional habits of the patient.